Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer's blood glucose was 251 mg/dl at the time of incident. Customer stated that the display was frozen or it respond but very slow. The device will be returned for analysis.